Manufacturer narrative:
H3 and h6: upon investigation it was determined that this complaint is a duplicate of an existing complaint. Please refer to MFR report #1218950-2020-07915 that was submitted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that on (B)(6) 2020 at around 2 a.m., a patient suffered cardiac arrest in room 2. There was hypoxic shutdown with cardiac massage and no alarm on the control unit.